Manufacturer narrative:
It was noted that the field service engineer installed an anti-static kit on the instrument.

Manufacturer narrative:
The customer provided new results that were erroneous for sample ID (B)(6). On (B)(6) 2016 the initial troponin t hs stat result from the e411 analyzer with serial number (B)(4) was 22.28 pg/ml with a data flag. The sample was repeated twice with results of 11.09 pg/ml and 11.00 pg/ml. On (B)(6) 2016 the sample was repeated twice on the e411 analyzer with serial number (B)(4) and the results were 1241 pg/ml with a data flag and 1213 pg/ml with a data flag. The low results were considered to be incorrect. On (B)(6) 2016 a new sample from this same patient (new ID (B)(6)) was obtained and the initial troponin t hs stat result from the e411 analyzer with serial number (B)(4) was 13.38 pg/ml. The repeat result was 1130 pg/ml with a data flag. The result of 13.38 pg/ml was believed to be incorrect. The customer also provided erroneous results for 2 patients tested for n-terminal pro b-type natriuretic peptide (probnp). It is not known if these patients were adversely affected or if erroneous results were reported outside of the laboratory. This information has been requested. On (B)(6) 2016 patient 1 (male, (B)(6)) initial probnp result from the e411 analyzer with serial number (B)(4) was <5 (unit of measure not provided). The sample was repeated and the result was <5. The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 11.51. On (B)(6) 2016 patient 2 (female, (B)(6)) initial probnp result from the e411 analyzer with serial number (B)(4) was <5 (unit of measure not provided). The sample was repeated and the result was 1769 with a data flag. The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 1633 with a data flag. The low results for both patients were believed to be incorrect. During the investigation of the provided data, it was noted that quality controls were high between (B)(6) 2016 which might be an indication of a general local issue. A specific root cause could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
A visit was made to the customer site to discuss the issues. The customer was provided information on the usual causes of erroneously high and erroneously low results. It was noted that since the issues involve two e411 analyzers performing the same way, the cause of the discrepant results points to an environmental issue; however, since the environment cannot be duplicated, it is not possible examine this further. As a pro-active measure, the customer will re-train laboratory personnel concerning pre-analytical procedures.

Manufacturer narrative:
The customer provided new results that were erroneous for (B)(6). The initial troponin t hs stat result from the e411 analyzer with serial number (B)(4) was 17.98 (unit of measure not provided). The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 873.6 (unit of measure not provided). The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 925.3. No adverse event occurred.

Manufacturer narrative:
The customer provided additional erroneous results for an additional patient (B)(6). On (B)(6) 2016 the initial troponin t hs stat result was 15.2 pg/ml with a data flag on the e411 with serial number (B)(4). The sample was repeated on the same analyzer with a result of 6.06 pg/ml. The sample was also repeated on the e411 analyzer with serial number (B)(4) and the result was 8.24 pg/ml. No erroneous results were reported outside of the laboratory and this patient was not adversely affected.

Manufacturer narrative:
The customer provided a table documenting other erroneous troponin t hs stat results that had not previously been reported. It is not clear which e411 analyzer produced which result. Refer to the attachment to the medwatch for these additional patient results.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 6 patient samples tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were not reported outside of the laboratory. The date of event for each patient sample was not provided. The results are from (B)(6) 2016. Patient sample (B)(6), initial troponin t hs stat result was 14.8 ng/l. The sample was repeated twice with results of 5.9 ng/l and <3 ng/l. The historical result for this patient was 3 ng/l. Patient sample (B)(6), initial troponin t hs stat result was 14.8 ng/l. The sample was repeated twice with results of 21.0 ng/l and 14.0 ng/l. Patient sample (B)(6), initial troponin t hs stat result was 14.74 ng/l. The sample was repeated twice with results of 9.54 ng/l and 9.86 ng/l. Patient sample (B)(6), initial troponin t hs stat result was 4.43 ng/l. The sample was repeated twice with results of 12.0 ng/l and 3.39 ng/l. Patient sample (B)(6), initial troponin t hs stat result was 19.45 ng/l. The sample was repeated twice with results of 4.03 ng/l and 4.95 ng/l. Patient sample (B)(6), initial troponin t hs stat result was 45.77 ng/l. The sample was repeated twice with results of 37.9 ng/l and 42.86 ng/l. No adverse event occurred. The troponin t hs stat reagent lot number and expiration date was not provided.

Manufacturer narrative:
The customer provided data indicating a 2nd e411 analyzer with serial number (B)(4) was in use for some of the tests in the original report (1823260-2016-00198-00). Refer to medwatch with patient identifier (B)(6) for information on the erroneous results from e411 analyzer serial number (B)(4). Some of the data in this report will not match the data from the original report 1823260-2016-00198-00 as the customer has provided hard copy data that has clarified some of the values. The troponin t hs stat reagent lot number was 187548. The unit of measure is pg/ml. Patient sample (B)(4) initial troponin t hs stat result was 14.94 pg/ml with a data flag from the 2nd e411 analyzer with serial number (B)(4). The sample was repeated on this analyzer and the result was 5.93 pg/ml. The sample was repeated on the 1st e411 analyzer with serial number (B)(4) with a result of <3.00 pg/ml with a data flag. The historical result for this patient was <3.0 pg/ml. On (B)(6) 2016 patient sample (B)(4) ((B)(6) years old) initial troponin t hs stat result was 4.43 pg/ml on the 2nd e411 analyzer with serial number (B)(4). The sample was repeated twice on this analyzer with results of 12.00 pg/ml and 3.89 pg/ml. On (B)(6) 2016 patient sample (B)(4) ((B)(6) year old male) initial troponin t hs stat result from the 1st e411 analyzer with serial number (B)(4) was 45.77 pgm/l with a data flag. The sample was repeated twice on this analyzer with results of 37.90 pg/ml with a data flag and 42.86 pg/ml with a data flag. On (B)(6) 2016 patient sample (B)(4) ((B)(6) year old male) initial troponin t hs stat result from the 1st e411 analyzer with serial number (B)(4) was was 19.45 pgm/l with a data flag. The sample was repeated twice on this analyzer with results of 4.03 pg/ml and 4.95 pg/ml. The customer provided an additional patient sample (B)(4) ((B)(6) year old male) initial troponin t hs stat result on (B)(6) 2016 of 16.66 pg/ml with a data flag on the 1st e411 analyzer with serial number (B)(4). The sample was repeated with a result of 3.62 pg/ml. The sample was repeated on the 2nd e411 analyzer with serial number (B)(4) and the result was <3.00 pg/ml.